Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy lead was part of a system revision due to infection with sepsis. Additional information received that the physician did not extract the lead and leave it in place as it was not connected to the system and the field representative stated that the lead must have been abandoned when the new device was implanted as it was not in use anymore. There were no additional adverse patient effects reported. This lead was abandoned surgically.